Event description:
The manufacturer received information through voluntary report mw5041734, dated 05/25/2015 and received by the manufacturer on 06/22/2015. Voluntary report mw5041734 alleges the patient was hospitalized due to oxygen not flowing through a ventilator as it should. Voluntary report mw5041734 also alleges the patient contracted pneumonia from the ventilator. The manufacturer is currently investigating this issue and will file a follow up report when the investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a patient was hospitalized due to inadequate oxygen flowing through a ventilator. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.